Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump has minor scratches on lcd window, cracked case at display window corners, reservoir tube lip and battery tube threads and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 107 mg/dl. The customer stated they may have pressed the buttons while the insulin pump was in their pocket. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.